Event description:
Crutches appear to be lacquered after the holes for the screws are drilled and the screws inserted. Once the screws are removed and the crutches adjusted, the bottom of the crutch splits and breaks. This has the potential for causing greater injury to the pt.